Event description:
Event description guidant received information that these transvenous leads became dislodged secondary to the patient twiddling the device. The physician repositioned the leads without reported complication. No symptoms were associated.